Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments or partial display or insulin flow blocked alarm due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen went whitish blue, they changed the battery but it was still the same. The customer reported that the screen was white without any beeping. Customer reported display was solid white. No report of the insulin pump screen flashing when screen was turned on after being in sleep mode. The insulin pump also had insulin flow block alarm which was resolved by complete set change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.